Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When using a connector for infusion to a patient, the new connector must be vented before use. If it cannot be vented normally or becomes clogged, replace it with a new one.

Event description:
Material number provided. When using a connector for infusion to a patient, the new connector must be vented before use. If it cannot be vented normally or becomes clogged, replace it with a new one.

Manufacturer narrative:
Material number and name provided and added to the d tab. No samples were received for investigation for pr (B)(4), in which the customer has stated: ¿connector must be vented before use. If it cannot be vented normally or becomes clogged¿. The product in use at the time is reported to be a 2000e china. Further correspondence from the customer confirmed that they used the smartsite connector with a shuguang brand syringe. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.